Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, moderately tortuous mid superficial femoral artery. Pre-dilatation was performed with an unspecified 6mm balloon at 10 bar. A 5.5x200mm supera self-expanding stent system (sess) was advanced, and the stent was implanted. The sess felt resistance during removal with the anatomy and an unspecified guide wire, so some force was applied. Coming out of the sheath the tip of the sess was missing. By chance the tip was locked with the j-tip of the guide wire at the distal end of the sheath and it was possible to retrieve the guide wire with the sheath and the supera tip. There was a 30 minute delay during retrieval of the tip; however, there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip detachment was confirmed. The difficulty removing was not tested due to the tip separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. It should be noted that the supera instruction for use states: ¿should unusual resistance be felt at any time during stent system advancement or stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit.¿ in this case, removing against resistance was the result of case circumstances and not user related. The investigation determined the reported difficulties were related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.